Manufacturer narrative:
The impella was returned with only half the catheter intact. The other half that is attached to the pump itself was missing. Data logs showed that the motor current was non-pulsatile and the flow rate decreased upon the sudden occurrence of continuous "suction" alarms. After reviewing the clinical information, it was determined that the cause of the low pump flow was most likely ingested biomaterial. The improper anticoagulation regimen very likely contributed to thrombus development.

Event description:
The user facility in hte EU reported a 16-year-old male with cardiomyopathy was implanted with an impella device for mechanical circulatory support. The complainant reported a drop in flows due to a thrombus. The pump was removed and replaced. There was no harm to the patient in relationship to the impella device.